Event description:
New information received notes that the patient presented to the hospital for a scheduled lead revision procedure. The right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. Isometric test confirmed the presence of the noise. Insulation damage on the rv lead was confirmed visually during the procedure. The rv lead was capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise oversensing resulting in high ventricular rate (hvr) episode. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
Correction: g3 - date received by manufacturer ¿ should have been apr 4, 2025, not blank as submitted in follow-up number 1.